Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a routine device replacement procedure, the lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited oversensing/noise, low r-waves, and an increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to electromagnetic interference/ noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Concomitant medical product: product ID: dvmd3d4, serial #: (B)(4), implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.